Manufacturer narrative:
On 6-jan-2022, additional information was received clarifying that ablation was indeed performed during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a female patient (B)(6) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. After going transeptal and ablating in the left ventricular outflow tract (lvot) the patient had tachycardia and low blood pressure. An effusion was noted by ultra sound (us) and a pericardiocentesis was performed. Approximately 200ml of fluid was removed and the patient stabilized. Case was cancelled. The reporter stated they believed the wire from the transeptal sheath may have perforated. This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is they believe it was due to the guide wire or the patient¿s recent car accident that wasn¿t reported until family was called about adverse event. Drained 200ml of blood as intervention. The patient¿s outcome from the adverse event was reported as improved. The patient was required to stay overnight for monitoring. A transseptal puncture was performed, make and model of the transseptal puncture device was not provided. The event occurred during mapping phase of the procedure as such, there was no evidence of steam pop. An irrigated catheter was used in the event and the flow setting were standard for thermocool® catheters. The correct catheter settings were selected on the generator. The pump was not switching from low to high flow during ablation (no ablation was done). No error messages observed on biosense webster equipment during the procedure. Force visualization features included graph, dashboard, vector & visitag with the visitag module parameters for stability at range: 3, time: 3, force over time (fot) of 25 and 3. No additional filter were used with the visitag. Color options used prospectively: impedance drop. A smartablate system rf generator us was used during the procedure.